Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that an asymptomatic patient presented in clinic. Upon interrogation, the right ventricular lead exhibited multiple episodes of noise. The noise could be reproduced with arm movements. Sensing was tested in both configurations showing noise resulting in pacing inhibition. The patient is not dependent. The physician elected to take no action and will continue to monitor the patient. The patient was asymptomatic prior and post event.